Event description:
Conmed gynecare thermachoice balloon ablation wand would not reach the appropriate pressure to allow the heating mechanism to begin. The wand was removed and it was noted 5cc of fluid in the proximal end of wand was missing. A new wand was "ipended" and it did not reach appropriate pressure to allow the heating to begin. Another machine was fond and functioned appropriately.